Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 03/31/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. At around noon while the patient was at work, she was feeling dizzy and lightheaded, so a coworker called an ambulance. Paramedics arrived, the cgm was showing high (approx. 400 mg/dl), and the bg measured by emergency medical services was showing 30 mg/dl. The patient was then transported to the emergency department where the hypoglycemia was treated with unspecified dextrose. The patient was evaluated by unspecified testing and monitored for 5 hours before being discharged home when she was deemed stable. There was no documentation of further medical intervention. At the time of the report the patient's condition was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On (B)(6) 2023 , the patient experienced inaccurate cgm values eight days after the sensor was inserted in the abdomen. At around noon while the patient was at work, the patient was not feeling well so she let her coworker know. The coworker called an ambulance. Paramedics arrived, the cgm was showing high, and the bg measured by emergency medical services was showing 30 mg/dl. The patient was then transported to the emergency department where the hypoglycemia was treated with unspecified dextrose. The patient was evaluated by unspecified testing and monitored for 5 hours before being discharged home when she was deemed stable. There was no documentation of further medical intervention. At the time of the report the patient's condition was good. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.